Manufacturer narrative:
(B)(4). Concomitant medical device: unk m2a magnum head, unk stem, unk taper adapter. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02159 and 0001825034-2019-02210. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, bursitis and elevated metal ions eight years post initial left hip surgery. No additional information available.